Event description:
Epidural catheter placed for knee surgery in 2009. No indication at placement of any problems. The following day - epidural catheter removed. No indications of problems. No resistance met. End of catheter frayed and curled. Approximately one (1) inch remained in pt.